Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
After a robotic bronchoscopy during instrument/accessory removal, when anesthesia removed the patients intravenous (IV) line, an infiltration was noticed due to the IV and there was some bleeding. The patient was immediately transported for an emergency fasciotomy. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.